Event description:
Reportedly, the original procedure date was 1/2002 and the pt had to be returned to surgery the following month. During the second operation the pt was found to have opening in the staple line approx 1.5 cm (no staples present). There is no additional info available at this time regarding the cause for the second surgery or the completion of the second.